Event description:
It was reported that there were 62 occurrences with lot # 7174626 and 52 occurrences with lot # 7196662 of connectivity issues with a bd needle precisionglide¿ 26x1/2in. The following information was provided by the initial reporter, translated from portuguese to english: this material we receive for daily use of preparation and withdrawal of radiopharmaceuticals. It is defective at the moment of fitting into the syringe releasing easily not securing well. This can cause risk of contamination, since we work with radioactive material and risk accidents with needlestick injuries.

Manufacturer narrative:
Investigation summary: DHR, maintenance record analysis and quality notification analysis were reviewed and no deviation was found for this batch. No samples / photos were sent by the customer therefore the root cause for the incident cannot be determined. The manufacturing process are validated with defined acceptance criteria. During the assembly process, visual inspection is proceed each 02 hours in one sample size of 50 pieces. In the same way during the packing process, visual inspection is proceed each 02 hours in one sample size of 40 pieces. If some nonconformity is found the batch interval is blocked for analysis. In the sequence the machine is checked its operation and the associates involved informed of the occurrence. From this information it is not possible to confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis.

Manufacturer narrative:
Date of event: unknown. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7174626; medical device expiration date: 2022-06-30; device manufacture date: 2017-06-30; medical device lot #: 7196662; medical device expiration date: 2022-07-31; device manufacture date: 2017-07-27. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 62 occurrences with lot # 7174626 and 52 occurrences with lot # 7196662 of connectivity issues with a bd needle precisionglide¿ 26x1/2in. The following information was provided by the initial reporter, translated from (B)(6) to english: this material we receive for daily use of preparation and withdrawal of radiopharmaceuticals. It is defective at the moment of fitting into the syringe releasing easily not securing well. This can cause risk of contamination, since we work with radioactive material and risk accidents with needlestick injuries.